Event description:
The customer contacted physio-control to report that their device's screen went blank several times during transport. This issue is patient related; however there was no adverse event reported. Upon physio-control evaluation it was discovered that the device intermittently lost power during use. In this state the device may not be able to deliver defibrillation therapy if needed.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control reviewed the device data and verified the reported issue. Physio replaced the device's battery pins and all outdated batteries at the side as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's screen went blank several times during transport. This issue is patient related; however there was no adverse event reported. Upon physio-control evaluation it was discovered that the device intermittently lost power during use. In this state the device may not be able to deliver defibrillation therapy if needed.